Event description:
It was reported when using the bd pyxis medstation system, the full-height cubie pockets from main drawer 6 were not detected on bus and prevented the user from accessing medications. The customer reported that there was no delay in the patient workflow since users set a workaround to obtain the affected medications from a different station to prevent patient care delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer tried to perform a drawer recovery but was getting the "requires maintenance error". A field service engineer inspected the drawer and discovered no light-emitting diodes. Replaced both the module and the drawer controller boards to resolve the issue. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with corrections/additional information: a1, b5, d4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-nov-2022 to 24-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie pockets from main drawer 6 were not detected on bus. The field service engineer replaced both module and drawer controller boards to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis medstation system, the full-height cubie pockets from main drawer 6 were not detected on bus and prevented the user from accessing medications. The customer reported that there was no delay in the patient workflow since users set a workaround to obtain the affected medications from a different station to prevent patient care delay. There were no adverse events or injuries reported based on this incident.